Manufacturer narrative:
Visual inspection reveals one implant was returned with minimal damage to the internal hex. There is a portion of a fractured screw inside the implant, confirming the complaint. The lot number for the abutment screw was not provided, therefore DHR was not completed. Definitive root cause was not determined for this event.

Manufacturer narrative:
This device was not returned to the manufacturer. However, the implant was returned on (B)(6) 2016 and will be evaluated.

Event description:
The dentist reported the screw fractured. The fractured screw was so deep that doctor was not able to remove it, therefore the implant had to be removed.